Manufacturer narrative:
The damaged nitinol scaffold was successfully removed without patient injury. The device was returned for evaluation. The results are pending the completion of the investigation. A follow up report will be submitted.

Event description:
On (B)(6)2018, centercross was used in an occluded tibial artery case. The lesion was crossed successfully, but the physician was unable to re-sheath the nitinol scaffold. Photos were provided by the user for review. Multiple attempts to re-sheath the scaffold were unsuccessful. Once back over the bifurcation, the physician tried again and the system broke, leaving the damaged nitinol scaffold in the common femoral/distal iliac. Initial attempts to snare using a small 4f sheath into the left femoral were unsuccessful. The physician then used a 7f sheath coming from the right side over to the left and was able to snare. The "wire" attached to the nitinol scaffold got crimped over the snare and would not come off. The nitinol scaffold balled up and was too large and malformed to pull back into the sheath. The physician pulled the balled up nitinol scaffold through the arterial wall. The scrub tech held pressure for approximately 25 minutes and the patient seemed to seal. No hematoma was visible. The patient was brought back on (B)(6) 2018 to treat the initial occluded tibial artery. The centercross was returned for evaluation. Additional information was received on 10 oct 2018 from the physician indicating that he may have inadvertently manipulated the device during the procedure which could have contributed to this event.

Manufacturer narrative:
The investigation included a review of the photos and description of event provided by the user, evaluation of the returned device, and a review of the lot history, complaint history, IFU and risk analysis. The results of the investigation are as follows: it was confirmed that all pieces of the device were removed from the patient without injury. The user indicated that he may have inadvertently manipulated the device during the procedure which could have contributed to this event. Evaluation of the returned device confirmed the separated scaffold which was severely damaged and "knotted up in a ball", consistent with what was described in the procedure summary. The length of the distal, flexible inner shaft was elongated approximately 3.5cm and the ID was occluded in that area. The stretching and subsequent necking of the shaft most likely occurred during the removal attempts. The lot history review confirmed no nonconformances. The scaffold attachment tensile values for this lot were well above the specification. The failure mode at the scaffold attachment bond is not uncommon. The complaint history review confirmed no related complaints from the same lot. This is the 1st reported complaint with the failure mode of scaffold separation for the centercross ultra. The IFU warns the user "never advance or retract the centercross with the scaffold deployed or against any other resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter and/or to the vessel wall." Step #14 states to "confirm the scaffold is fully sheathed with the outer shaft marker being distal of the inner shaft marker band." Risk analysis was reviewed and confirmed the risk benefit analysis remains appropriate and acceptable. Based on the investigation, no evidence was found to suggest the device did not meet specifications. The probable root cause of this event was inadvertent manipulation of the device by the user resulting in deformation of the scaffold (bunching up in a ball). This deformation resulted in the inability to resheath the scaffold and ultimately scaffold detachment.

Event description:
This is a follow up #1/final MDR to report the investigation results and conclusion.